Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's wife) alleged imprecision with inratio meter. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2010, pt's wife adjusted his coumadin. Pt was bleeding in the mouth some time ago and his wife could not contact the physician right away, so they decided to adjust his coumadin dose at that time.